Event description:
It was reported that during implant, the device experienced post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy. Programming changes were recommended.

Manufacturer narrative:
No medwatch form was received.